Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. As the lot involved in this event was unknown, a device history review could not be performed. Testing performed on the returned sample confirmed that the device met all required specifications, and no issues related to the reported concern were identified. Based on the evaluation of the returned sample, no product issue could be identified. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we still have syringes that cause occlusion alarms in syringe pumps. I have received a bd plastipak 50ml syringe that caused repeated alarms on the night of 30/9 to 1/10. Unfortunately, the lot number of the syringe is unknown. The syringe is saved. The pump alarmed during an ongoing noradrenaline infusion with a concentration of 0.04mg/ml.